Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation determined that additional information received 11dec2020, does not require reevaluation of investigation as per medical advisors assessment as a connection between the thrombotic event and the zta stent grafts cannot be found. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4) investigation is still in progress this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on (B)(6) 2020: on (B)(6) 2019 (1379 days post-procedure) the patient had a vascular event of aneurysmal growth below the previous aortic stent graft. The event was treated in another secondary intervention (on (B)(6) 2019) not related to tevar, specified by the site as: ¿a subrenal aorto-aortic graft with removal of the old thoracic stent graft, by thoracophenolombotomy, under peripheral ECMO by cannulation at the level of the left scarpa.¿ the site indicated that the event was not related eigher to study device or procedure. On (B)(6)2019 (1545 days post-procedure) the patient had a vascular event of thrombosis. The event was treated with medication and transfusion. The event was considered being not related to study device or procedure. Following comment was made by the site: ¿thrombosis of the coeliac trunk and upper mesenteric with recourse to curative anticoagulation, hematemesis on multiple gastric ulcers, late venous arterial blood management protection (vamp) documented and treated in an adapted manner, repeated difficult respiratory withdrawal on mucous plugs, with the persistence of severe hypertension under antihypertensive quadritherapy following the removal of the old thoracic stent.¿

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: endoleak type 1 with aneurysmal growth is reported in this complaint file. This complaint concerns a patient who underwent surgery ((B)(6) 2015) due to a thoracic aortic aneurysm. As per the reported information, one proximal component (zta-p-40-217 lot # e3359249) was implanted during the procedure. Left subclavian artery (lsa) was not covered by the stent graft fabric and the proximal zone of stent graft implantation was zone 3. No additional procedures were performed during index procedure and no reportable adverse events were observed. Preprocedural imaging had been performed 162 days pre-procedure. The maximum aneurysm diameter was 55 mm. The proximal neck diameter was 33 mm. The proximal neck length was 42 mm. The distal neck diameter was 35 mm. The distal neck length was 125 mm. No circumferential calcifications of main access vessel but vessel wall thrombosis in the distal aortic neck > 50% of circumference, was observed. Follow up imaging performed 5 days and 529 days post procedure showed maximum aneurysm diameter of 53 mm and 76 mm respectively. 787 days post-procedure follow-up CT-scan showed a maximum aneurysm diameter of 75 mm. A distal endoleak type 1b distal was observed on the imaging. This endoleak was considered to have caused an aneurysmal growth below the device. The event was also considered to be probably related to the device and a secondary intervention was performed to correct it. The patient was hospitalized for the secondary intervention (B)(6) 2017. A distal extension was placed. No adverse events or imaging abnormalities was observed. (B)(4) has been opened for the distal extension device, to address lack of wall apposition noted in the review of imaging for this complaint. Two postoperative CT studies dated (B)(6) 2017 and (B)(6) 2018 were provided for the investigation and reviewed by an expert imaging reviewer. As per the imaging review, at 27 months postop (1-week post-secondary intervention), the original zta graft is found to have only 5.5 mm of proximal seal length. The distal aspect of the graft lacks any circumferential wall apposition with the thoracic aortic diameter measuring 66.6 mm at this level. A distal extension component has been placed so the reported type 1b endoleak cannot be observed on this study. However, the lack of distal graft wall apposition in the aneurysmal thoracic aortic segment would be consistent with a distal type 1 endoleak. It cannot be determined if the zta graft was originally positioned within an aneurysmal segment resulting in loss of distal seal or if this represents progression of disease since the time of repair. The same hold true for the minimal proximal seal length. There is severe tortuosity of the thoracic aorta, including a 93-degree angulation of the mid thoracic aorta involving the distal aspect of the original zta graft. This severe tortuosity could have contributed to inadequate distal graft wall apposition, but it cannot be determined if this was present at the time of repair or represents progression of disease. There is progression of disease and elongation of the distal thoracic aorta between 27 months and 39 months. The distal thoracic aorta at the distal graft shows increased diameter growth, the distal thoracic aortic angulation increases from 81 degrees to 98 degrees, and the thoracic aortic length increases by 17-20 mm. The complaint of type 1b endoleak is confirmed based on the reported information. Pre- or periprocedural imaging was not provided for the investigation, and it has not been possible to determine the cause of the occurrence. Reportedly, pre-procedure imaging confirmed vessel wall thrombosis in the distal aortic neck > 50% of circumference. As per IFU shipped with this device, circumferential thrombus may affect successful exclusion of the aneurysm/ulcer. Furthermore as per IFU, a minimum of 20 mm of seal zone on the proximal and distal ends of the device is recommended, and no localised angulation should be larger than 45 degrees. Endoleak and aneurysm enlargement are known inherent risks of the device and are both listed as potential adverse events in the IFU. As per imaging review, it was noted that the distal extension component appears to have adequate overlap but also lands in an aneurysmal segment of the distal thoracic aorta, resulting in lack of any distal graft wall apposition. The thoracic aortic diameter at the distal landing zone of the extension component expands from 52 mm at 27 months to 66 mm at 39 months. A distal endoleak is not evident on the initial postoperative study and cannot be assessed on the second postoperative study due to lack of adequate contrast enhancement. Furthermore as per imaging review, it should be noted that the minimal proximal seal length of the original zta graft and the lack of distal wall apposition of the extension zta graft cause concern for impending type 1a and type 1b endoleaks, respectively. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 17sep2019. Extension device was a zta-p-42-225. Patient outcome: the hospital is aware of the growing aneurism and a surgical procedure (open surgery) is planned.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). Similar to device under 510(k)/PMA p140016. Investigation is still in progress.

Event description:
Description of event according to study: at time of enrollment the patient presented with a thoracic aortic aneurysm >= 6 mm. On (B)(6) 2015 (162 days pre-procedure), the pre-procedure imaging was performed. It showed no circumferential calcifications of main access vessel but vessel wall thrombosis in the distal aortic neck > 50% of circumference was observed. The maximum aneurysm diameter was 55 mm. The proximal neck diameter was 33 mm. The proximal neck length was 42 mm. The distal neck diameter was 35 mm. The distal neck length was 125 mm. On (B)(6) 2015 the patient underwent surgery due to his thoracic aortic aneurysm. Following component was implanted successfully during the index procedure: one proximal component (catalog # zta-p-40-217, lot # e3359249). Lsa was not covered by the stent graft fabric and the proximal zone of stent graft implantation was zone 3. No additional procedures were performed during index procedure. No reportable adverse events were observed during index procedure. On (B)(6) 2015 (5 days post-procedure), a follow-up CT-scan was performed. It showed a maximum aneurysm diameter of 53 mm. No abnormalities were observed on the imaging. On (B)(6) 2017 (529 days post-procedure), a follow-up CT-scan was performed. It showed a maximum aneurysm diameter of 76 mm. No abnormalities were observed on the imaging. On (B)(6) 2017 (787 days post-procedure), a follow-up CT-scan was performed. It showed a maximum aneurysm diameter of 75 mm. A distal endoleak type 1b distal was observed on the imaging. This endoleak was considered to have caused an aneurysmal growth below the device. The event was also considered to be probably related to the device and a secondary intervention was done to correct it. The patient was hospitalized for the secondary intervention (B)(6) 2017. A distal extension was placed. No adverse events or imaging abnormalities was observed. Patient outcome: the patient remains in the study.